Manufacturer narrative:
Concomitant product: product ID: 37791, product type: recharger. (B)(4).

Event description:
The consumer reported that it normally took 2 hours to charge the implantable neurostimulator (ins), but this week it was only taking half an hour to fully charge. The patient had charged the implantable neurostimulator (ins) overnight on the night of (B)(6) 2015, and the ins was at 100% when she woke up the following morning. On (B)(6) 2015, the patient checked the ins battery and it showed it was a quarter full, and yet 15 minutes earlier the ins had shown it was completely full. It was reviewed that the patient could have been confusing ins battery level with the implantable neurostimulator recharger (insr) battery level or that the recharge antenna had slipped off during the night, but the patient said this was not the case. It was also reported that recharge antenna was damaged, and a replacement recharge antenna was sent. No outcome or troubleshooting/interventions were reported for this event. Further follow up is being conducted to obtain this information. If additional information becomes available, a follow up report will be sent. The patient's indications for use included radicular pain syndrome (radiculopathies) and spinal pain.